Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a right iliac artery treatment procedure, the physician "had wire down and advanced balloon over the wire. Felt a lot of resistance. Upon retrieving, the wire had punctured through the side of the balloon catheter." The procedure was successfully completed with a different device. There were no reported patient complications and the current patient status is reported as "ok.'